Event description:
Surgeon observed torn capsule after lens insertion with the sfc-25 cartridge. Surgeon states lens delivered rapidly while using the insertion system. Vitreous aspiration and a limited anterior vitrectomy was performed. Pt's best-corrected visual acuity at 12-days postoperative was 20/200 +1, unknown if product caused the capsule tear.